Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulty finding placement for the right ventricular (rv) lead that delivered readings to his standards. The rv lead had higher threshold and undersensing. The rv lead was not used and a different rv lead implanted. No patient complications have been reported as a result of this event.